Manufacturer narrative:
(B)(4).

Event description:
Patient's doctor contacted dexcom on (B)(6) 2015 to report that the patient is having severe hypoglycemic events while suing their g5 continuous glucose monitoring system on (B)(6) 2015. No additional event or patient information is available.